Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that intermittently the pump battery was quickly depleting. Customer's blood glucose was within normal range. Customer reverted to using tresiba 200 and insulin pen for insulin therapy.